Event description:
Reporter states product package is mislabeled. Package labeling states adapter is for nitrous oxide, but adapter is an oxygen adapter. Problem was identified by user facility biomedical department. No pt involvement.